Event description:
It has been reported that the side plate barrel would not fit over the screw. Another device was available. There was no adverse consequence for the patient or delay in surgery or anesthesia time.